Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. Treatment was not reported. Patient outcome and action taken with pd therapy were unknown. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.